Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was dead and was not booting up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was dead and not booting up. A field service engineer observed that half-height drawer 2 was not on the bus and all light emitting diode (leds) on the back boards were off. Fse replaced the pyxibus controller board and the drawer controller board, after which the drawer was configured successfully. The system functioned as intended after the field service engineer repaired the device.